Manufacturer narrative:
Batch review performed on 11 december 2020: lot 1910536: (B)(4) items manufactured and released on 3-feb-2020. Expiration date: 2025-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.